Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2016 with the following findings: the battery compartment was found to be cracked. The display screen was dim and discolored. Unrelated to these issues, the audio bolus button was missing. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on results of investigation completed on 09/27/2016.